Event description:
This is a duplicate case. This incident was reported under report #1038671-2023-00994.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported a male patient, who had an initial left anatomic shoulder implanted on an unknown date and had undergone a conversion of an anatomic to a reverse shoulder on an unknown date, underwent a revision of a reverse to an exactech tornier on (B)(6) 2023 and during the procedure, the patient had a broken reverse shoulder compression screw from the conversion case. No parts or pieced fell into the wound site. There were no surgical delays. No x-rays or device images were provided. The patient was last known to be in stable condition during the event. The conversion of an anatomic to a reverse shoulder on an unknown date was reported under # (B)(4). The revision of a reverse to an exactech tornier on (B)(6) 2023, was reported under # (B)(4).